Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the left ventricular assist device (lvad) clock was not set, which indicates that the lvad would have stopped. A specific cause for this finding could not be conclusively determined through this evaluation as the onset of the invalid lvad clock was not captured in the log file data. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted controller event log file contained data spanning approximately 5 days (25may2000 ¿ 30may2000 and 24oct2025 per the timestamps). The controller clock corrupt alarm was active, indicating invalid timestamps, until the controller clock was updated on 24oct2025 per the timestamps. The corrupt timestamps are indicative of a complete loss of power, which would have resulted in a pump stop. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history recordswere reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were provided to confirm a pump stop. Following review, the log files captured multiple controller clock corrupt messages. The date and time were reset, and log files were filled with controller clock corrupt messages, making it impossible to determine if or when the pump had stopped. Log files showed the pump operating as intended.

Manufacturer narrative:
Section a: patient gender not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.